Event description:
Information was received from the regulatory body via manufacturer representative regarding an event which occurred during a spinal fusion procedure from the tenth thoracic vertebra (t10) to the second lumbar vertebra (l2) in a patient diagnosed with pathologic fracture of the twelfth thoracic vertebra (t12). It was reported that during surgery, the surgeon injected bone cement into the fenestrated screws under fluoroscopic imaging to observe the filling. At thoracic t10 level the surgeon noted that the cement was minimized due to the observation of some cement extravasation at that level. No other issues were observed while filling at t11, l1 or l2 levels. Surgery continued and the surgeon was informed that there was a pulmonary event with concern for pulmonary embolism. Surgeon noted due to timing of event, concern for cement monomer embolization leading to reaction. Patient quickly flipped, cardiopulmonary resuscitation was initiated but the patient expired.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.